Event description:
A customer contacted beckman coulter inc., (bec) to report a blue leak of unknown volume underneath the coulter lh 500 hematology analyzer. The customer could not locate the source of the leak. The customer was wearing personal protective equipment (ppe), consisting of a lab coat and gloves. There was no report of exposure to mucous membranes open wounds. The customer did not come in contact with the fluid. No one was splashed or sprayed. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. There was no impact to sample results. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse inspected the instrument and found a cut in the tubing that attaches to the erythrolyse pump in the lh500 instrument. The fse replaced the tubing in the pump module. There was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was a cut in the tubing in the erythrolyse pump module. (B)(4).